Event description:
It was reported that during a deep rectum procedure the surgeon had successfully fired the first magazine, then a new magazine was inserted. He was able to close the branches normally, but even the first release was difficult, a second and third release was no longer possible. The knife was retracted with the reverse button and the echelon removed. A new stapler had been opened. Here, too, the same problem occurred, closing is possible but not triggering. The chief physician decided to use an ats45 with a green magazine, which was anatomically just about possible. The "staple mess" in the situs caused significant delay and difficulty correcting the situation reported.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information provided: due to deterioration of the patient's general condition, admission to the hospital today. Residual limb insufficiency with resulting retention in the small pelvis. Currently treated with an interventional drainage system. Unfortunately, this situation delays further treatment steps such as chemotherapy and liver metastasis surgery. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the initial diagnosis? What was the exact procedure? Did the patient have pre-operative chemo or radiation? What color cartridge was used with the ec45a? Where was the stapler fired? What structure was the stapler fired upon? Was the device difficult to fire or difficult to open? What is meant by ¿first release was difficult?¿ please clarify what is meant by ¿retention in the small pelvis¿? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with no apparent damage and with one ecr45g reload loaded in the device. The reload was received fully fired with some b-formed staples on the deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2023. Additional information was requested, and the following was obtained: what was the initial diagnosis? Neoadjuvant treatment of rectal carcinome. What was the exact procedure? Rectal discontinuity resection, tme. Did the patient have pre-operative chemo or radiation? What color cartridge was used with the ec45a? Multiple green cartridges. Where was the stapler fired? What structure was the stapler fired upon? Was the device difficult to fire or difficult to open? What is meant by ¿first release was difficult?¿ intraop. Problem: complete block after second stroke: manual opening not possible forced third stroke with cracking sound to release the instrument, followed by simultaneous opening after third stroke postop. Problem: abscess and interventional drainage.